Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: the outer tube was bent, the scope was received without protective tube, the objective window had fiber breakage and scratches on the distal end and the optical fiber system had a broken lens. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had broken fibers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "broken fibers " occurred due to application of excessive force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found at preparation for use and was completed using a similar device.